Manufacturer narrative:
Based on the claim against the product by the customer noting erbe generator issues, an investigation was completed to determine the cause of this reported event. The nurse informed the field service engineer (fse) was on site and will replace the erbe generator. The fse replaced the erbe generator to resolve the issue. Intuitive surgical inc. (Isi) has received the erbe generator and completed their investigation. The erbe generator was placed on an in-house system and tested in normal mode. The c-83, 4-88 and 4-89 errors were triggered on the erbe generator. The complaint regarding errors on the erbe generator was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted right nephrectomy surgical procedure, the customer informed the technical support engineer (tse) that they had an error on the erbe generator. The customer got 4-88 and c-83 errors when using the monopolar curved scissors instrument. The logs confirmed numerous errors on the erbe. The tse advised the customer to restart the erbe generator with no change. The tse advised the customer they could swap out towers. The tse was put on hold while the customer swapped out the vision side cart. The customer ended the call without returning to the phone. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the charge nurse confirmed that the surgery was halfway completed in when the issue occurred. The system was inspected prior to use and there were no errors at start up. The issue was not resolved the staff then brought in another vision side cart to continue with the case. The field service engineer believed it was the erbe generator.